Event description:
"On or about (B)(6), 2009," a "monarc subfascial hammock" was implanted to treat stress urinary incontinence and, "other symptoms." It was reported that, as a result of the implanted mesh, she has suffered and/or in the future will suffer significant mental and physical pain, severe emotional distress, disability, suffering and has sustained permanent injury and physical deformity; has endured impaired physical relations with her husband, and had "other damages."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.